Event description:
Event description boston scientific received information that this atrial lead exhibited high impedance measurements, greater than 2500 ohms, and was suspected to be fractured. The lead was surgically abandoned and replaced.